Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving two blood glucose readings of 121 mg/dl and 141 mg/dl on their precision xtra blood glucose meter. After receiving these readings while at the doctor's office, customer then reported to have lost consciousness, and the doctor administered orange juice to the customer in order to stabilize glucose levels.